Event description:
It was reported that while using a bd nexiva¿ closed IV catheter system, the safety mechanism failed. The following information was provided by the initial reporter: bd nexiva IV set malfuncioned when retracting needle after pt vein was puncured. When needle containment system was pulled back, it did not detach from catheter set and pt IV had to be restarted at a different site.

Manufacturer narrative:
The customer's address is unknown: (B)(6), USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd nexiva¿ closed IV catheter system, the safety mechanism failed. The following information was provided by the initial reporter: bd nexiva IV set malfuncioned when retracting needle after pt vein was puncured. When needle containment system was pulled back, it did not detach from catheter set and pt IV had to be restarted at a different site.

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.